Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not responding. The customer's blood glucose level was 8.0 mmol/l. The insulin pump stopped working and it had a screen with the icon and times. There was a big circle. Normally the screen goes blank and slowly turns back on. It had a countdown. The customer stated that the insulin pump was beeping and vibrating and would not stop. The customer was not calling back after being directed to perform an insulin pump rest. The customer stated that they could not navigate the screens on the insulin pump. The insulin pump screen was not completely blank. The customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. The customer reported that they were unsure if an alarm occurred during, or after, the buttons stopped responding. The customer had a new battery per IFU available. The insulin pump did not alarm following new battery insertion. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board noted.